Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. The device was tested with the test media and no anomalies were found. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, one device would not open and the other one the blade was not working and the other one it would not cut. There were no patient consequences. After opening three devices that wouldn't work a competitor¿s device was used to complete the case.